Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, when attempting to deploy the clip, the device was closed from the thumb ring. However, the handle was jammed while the internal wire and spring broke inside the handle and the clip did not release from catheter. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip was unable to release from catheter. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information: block d7a (sud reprocessed and reused), h8 (usage of device), h10 (additional MFR narrative).

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, when attempting to deploy the clip, the device was closed from the thumb ring. However, the handle was jammed while internal wire and spring broke inside the handle and the clip did not release from catheter. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.